Manufacturer narrative:
H3, h6: the reported smartstitch perfectpasser connectors, intended for use in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the top jaw fell off the connectors. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force applied while manipulating the tissue. Excessive force used to manipulate tissue can result in failure. An exact root cause cannot be determined with confidence as no product was received for evaluation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the top jaw of the smartstitch fell off the connector on two separate connectors outside of the joint. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.